Event description:
On (B)(6) 2015, the dealer states the screws that hold the seat upholstery on have broken causing the upholstery to sag. He spoke with our technician and was given the part numbers for the screws and upholstery. No further information was provided. On (B)(6) 2015, customer service states the provider alleges the seat upholstery is coming off of the seat rail. Provider disconnected. The caller has no further information to provide.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.